Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed the right atrial (ra) lead exhibited over-sensed noise resulting in inappropriate automated mode switch (ams) episodes. During an in clinic visit, the patient's ra lead was found to reproduce noise with isometric testing. The clinic will continue to monitor the patient. No intervention was performed. No patient consequences was reported.